Event description:
Customer reported rotor broke into pieces.

Manufacturer narrative:
Customer reported a rt12 rotor was broken into pieces on their statspin vt unit; however, pieces were contained inside the unit. There was no report of exposure to the operator impact to the patient results. The customer decided not to return the unit "is for further evaluation".